Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was attempted, not implanted. There was difficulty placing the lead due to a combination of tortuous venous anatomy and tricuspid regurgitation. The lead was removed fully during the procedure in order for the physician to attempt using another access. Upon removal, it was noted that the insulation of the lead body had been breached during handling. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.